Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small fistula, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that first four axium coils were detached successfully. The reported coil was fifth in the procedure. The physician tried to detach the coil three times with first instant detacher and three times with second instant detacher, but coil did not detach. Then broke the pusher and pulled the release wire but the coil was still attached. The physician decided to pull out microcatheter and coil but when he began to move the microcatheter, the coil became detached in the microcatheter. The physician managed to push the coil into the fistulae and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of non-detachment could not be confirmed but clinical observation regarding ¿pre-mature detachment¿ was confirmed. As received, only axium prime pushwire was returned as axium prime implant coil was implanted in the patient. The axium prime pushwire was found broken and separated into two segments which were not retained together by the release wire. The proximal segment of the pushwire found with the release wire extending out from its distal end. The distal segment of pushwire was found to be broken on the proximal end with no release wire extending out. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent and twisted at the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be stretched. The retainer ring appeared to be damaged and ovalized. The lot history records of the retainer ring have been r eviewed and no quality issues were noted. Based on the device evaluation, the tack weld replacement (twr) crimps were found to be loose on the axium prime pushwire which is evidence that one of the instant detachers was successful at breaking the twr crimps. Although the customer reported breaking the pushwire during the attempt to detach the implant coil from the pushwire, the pushwire was not broken at the correct location for a manual detachment attempt, as directed in the axium prime coil instructions for use (IFU). The cause for the difficulty during detachment of the implant coil from its pushwire could not be determined. Regarding the issue of pre-mature detachment, it is possible that the coin pulled back from the lumen stop following the detachment attempts. The pulled back release wire, or the damage to the retainer ring may have led to the subsequent detachment of the implant coil from the pushwire. The cause for the shield coil damage as well as the damages to the axium prime pushwire and the damage to the retainer ring could not be determined. It is possible that the pushwire became bent, and the shield coil became stretched during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.